Manufacturer narrative:
These patients typically are non-operative and/or extremely high risk and have complex medical histories and multiple co-morbidities. In addition, they are routinely administered multiple vasoactive drugs during the procedure. They are also purposely made hypotensive, utilizing extreme tachycardia (by means of rapid ventricular pacing), to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are very common. In this case, the patient experienced cardiogenic shock leading to multiple episodes of ventricular fibrillation requiring shocking the patient 14 times. Per the instructions for use (IFU), arrhythmia is a known potential adverse event associated with standard cardiac catheterization, balloon valvuloplasty (bav), aortic valve replacement and the use of bioprosthetic heart valves. Ventricular fibrillation is a life threatening arrhythmia that is typically a complication associated with heart disease, poor ventricular function, annular rupture/ aortic dissection, inadequate coronary perfusion/mi, and/or certain underlying conduction disorders. The thv training manuals (sop4407 multiple elements), instruct the operator on how to minimize myocardial ischemia during bav and valve deployment, and caution the operator to prepare for complications during the procedure, including arrhythmias requiring defibrillation. The root cause of the reported event cannot be confirmed. However, the cardiogenic shock and ventricular fibrillation is likely related to procedural factors and the patient's significant underlying co-morbidities, including coronary artery disease with poor lv function, copd, renal failure requiring dialysis, and atrial fibrillation. All of these factors in combination may have contributed to the events.

Event description:
As reported via the edwards clinical specialist, post deployment and removal of the delivery device during a transcatheter aortic valve replacement (tavr) procedure, the blood pressure never recovered CPR was initiated. The patient was shocked 14 times due to ventricular fibrillation (vf) and converted back to sinus rhythm. Unfortunately, the blood pressure was still down and the left ventricle (lv) was not moving. Cardiopulmonary support (cps) was initiated. After about 20 minutes post implantation, the patient began to hemorrhage via the endotracheal (et) tube from the left upper lobe. The patient came to the operating room (or) with a mixed report on the time at which iiba (integrilin) was turned off. Approximately 90 minutes post deployment, cps was turned off and the patient was scoped and no bleeding was noted. The patient was then transferred from the or room in stable condition with a blood pressure of 140/70 without any hemodynamic support.